Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the scan has not been performed and there is no timeline for when the scan will be performed.

Manufacturer narrative:
Month and year are known, but exact event date is not known. Month and year are known, but exact date of implant is not known. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had an out of regulation (oor) message on their programmer and they experienced shocks. The patient's settings as of (B)(6) 2019 were 1-/2+ at 4.5 v with 90 usec pulsewidth (pw) and 135 hz on left channel and 10-/11+ at 4.5 v with 90 usec pw and 135 hz on right channel. The ins was charged at 75%. Impedances were not unusual, although c/8 was measured at 2009 ohms at 0.7 v (although this was not used in programming). Therapy impedance was 789 ohms (5.616 ma) on left side and 1135 ohms (3.971 ma) on right side. The patient had the ability to increase or decrease stimulation by 0.6 v. Impedances seemed normal, and there were no apparent telemetry problems, because turning the ins on and off did not help the issue. The cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the physicians will make a scan to confirm the integrity of the dbs-system.